Manufacturer narrative:
The product was not returned for analysis. The returned photo shows the natural lens in pre-operative state. The picture of the iol was not provided. Additional information: the complainant states the use of company iii/d cartridge/company viscoat combination which is not qualified to be used with the associated iol model. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of non qualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the the lens remains implanted.

Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was noticed to have a scratch after it was implanted. The surgery was completed with no patient impact. Additional information has been requested.